Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this implantable device was replaced due to suspected premature depletion. The doctor was concerned due to atrial pacing high power consumption. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. The device is not expected to return. As the product was not returned, no product analysis could be performed.

Manufacturer narrative:
At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery. Corrected field: e1(initial reporter phone #) this information was available since initial emdr was submitted, yet it was not included.

Event description:
It was reported that this implantable device was replaced due to suspected premature depletion. The doctor was concerned due to atrial pacing high power consumption. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. The device is not expected to return.

Manufacturer narrative:
At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery. Corrected field: e1 "initial reporter phone #".

Event description:
It was reported that this implantable device was replaced due to suspected premature depletion. The doctor was concerned due to atrial pacing high power consumption. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. The device is not expected to return.